Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient presented with angina. After predilatation of the mildly tortuous, mildly calcified, de novo, 99% stenosed, distal right coronary artery (rca), a 3.0 x 48 mm xience xpedition stent was implanted at 16 atmosphere (atm). Angiography showed a distal edge dissection and another xience xpedition stent was implanted successfully as treatment. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.